Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-03690. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to terminal buckling inside the scope connector socket. Based on previous investigations, the likely occurred in the following order. When inserting the scope connector into the scope connector socket on otv-s190, the missing part of the scope connector tip was caught by the terminal inside the scope connector socket on otv-s190. Since the scope status was inserted further while the inserted scope connector was caught, the terminal inside the scope connector socket of otv-s190 was pushed back and the terminal buckled. Olympus will continue to monitor the field performance of this device. The instruction manual's "connection of an endoscope" contains the following information.confirm that the video connector of the videoscope are not damaged.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and found a faulty switch that required upgrade. Additional testing revealed that a software upgrade was required. The customer reported issue of no image was confirmed due to bent pins in the video connector portion of the device. The device was serviced and returned to the user facility.

Event description:
The customer called to report no visible image from the device. The customer reported that this was being prepared for use so there was no patient involvement. No additional information was provided.